Event description:
Complainant receives his oxygen both liquid and high pressure cylinders from homecare. The last week of june 2003, he reported to the firm that he noticed blackish colored material inside his cannula. Homecare told him to replace the cannula with a new one. He installed a new cannula to his oxygen unit and still noticed blackish material in the cannula. The firm told him not to worry about it and just swap tanks, which he did. He said that this went on for 5 tanks and 16 cannulae. He also reported this incident to the hosp administration and they had all the tanks replaced. The blackish material was tested and carbon, zinc, and silicon were all detected (amounts unknown). His breathing capacity has decreased by approximately 32%. Complainant also has an issue with oxygen in unlabeled cylinders that he was due to receive.